Event description:
Caller states the patient tested 5.2 inr on the coaguchek xs system and 2.83 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.